Event description:
It was reported through clinic notes dated (B)(6) 2016 that a patient had not been doing well and felt like her vns was not working due to the generator's battery depleting. The patient had experienced an increase in seizures. The relationship to the seizure rate prior to vns was not known. The patient was still having occasional seizures. There were no other factors known to contribute to the seizures. Normal mode diagnostics showed the device was not at end of service and impedance levels were within normal limits. No surgical intervention has occurred to date.

Manufacturer narrative:
(B)(4).

Event description:
The patient's explanted generator was received and underwent product analysis the generator was received with a battery status of neos=no. The generator's output current was then monitored for variability over a 24 hour period. No anomalies that affected the functionality of the generator. The generator was able to meet the specifications of all functional tests. No other relevant information has been received to date.

Event description:
On (B)(6) 2016 an implant card was received for the patient's generator replacement surgery. The patient's generator was replaced with a model 106 on (B)(6) 2016. The reason stated was prophylactic. The explanted generator has not been received for analysis to date.